Event description:
The physician used a cook endoscopy gi aspiration needle to drain a pancreatic pseudocyst. The device was advanced through the accessory channel of a side-viewing endoscope. As the needle was extended from the tip of the catheter it detached in the patient. Forceps were used to retrieve the needle. The procedure was completed using another gi aspiration needle. An injury to the patient was not reported.